Event description:
On (B)(6) 2012, the reporter contacted animas and a left a voice mail message stating that the ok keypad button was hard to press. The reporter did not indicate how the pump was worn or cleaned. There was no adverse event associated with this report. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.